Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the display is broken.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device issue was not able to be duplicated, so the original complaint issue was not able to be confirmed.

Event description:
Dealer is stating that the display is broken.